Event description:
It was reported that a one-link catheter extension set experienced a leak from the y-junction during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Source report: (the report source is not foreign). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device failed a simulated use test in which the device was primed using the instructions on the label copy while the device was observed for issues. An underwater leak test was performed and identified a leak from between the tubing and luer lock. Clear passage testing was performed and passed. The reported condition was replicated with the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.